Event description:
It was reported that a rotor study was performed and the rotor did not turn appropriately. A dye study was performed and results were normal catheter function. At the last two pump fills, patient had approximately "50% extra medication left inside of pump". The pump was replaced. The patient recovered without sequela. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: 2007-(B)(6) explanted:unk ...accessory model# 8578 lot# n083966 implanted: 2007-(B)(6) explanted: unk.. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found a pumphead deformed pumptube and pumptube binding. Flow testing showed no dispensing issues. The pump logs indicated a motor stall recovery light was flagged and the ip had a motor stall and motor stall recovery which appeared to be the same day as the explant of the device. The pumptube was found to be bound up after migrating toward the inlet side of the pump. This particular pumphead screw was not welded. During analysis, the pump was set to run at 24,000 ul/day infusion rate, to video the response of the outlet side of the pumptube. During this test, the pumphead screw was loose enough to cause the pumphead gear and gear wheel three to disengage. The binding and deformed pumptube, if conditions are right, can cause issues with infusion and can ultimately cause the motor to stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.